Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of head disassociation was confirmed via clinician review., while the event of abnormal ion level was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision event for trunnion failure and disassociation of the femoral head was confirmed. Injuries and increased metal levels could not be confirmed without additional medical records/information. Root cause: the head disassociation was the result trunnion wear. The root cause of the other allegations could not be ascertained as they were not confirmed. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar event for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to head disassociation and excessive levels of chromium and cobalt in his blood. Clinician review of provided medical records confirmed a revision event for trunnion failure and disassociation of the femoral head. Injuries and increased metal levels could not be confirmed without additional medical records/information. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6), 2006 and was revised on (B)(6), 2021. It is further alleged that he suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.